Manufacturer narrative:
(B)(4)

Event description:
It was reported that the healthcare professional (hcp) experienced more lead ¿fragility.¿ the issues resulted in the components being replaced more frequently. The hcp noted that sometimes it was ¿as little as three years.¿ the hcp was ¿distressed¿ that revisions had to be done. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).